Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. The suction channel was cultured and 30 colony forming units (cfu) of pseudomonas aeruginosa were detected. In addition, three (3) cfus of an unidentified contaminant were identified in the air/water channel. Two (2) cfus of an unidentified contaminant were identified in the irrigation channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. It was also reported that the air/water channel was clogged. This report is being submitted for the microbial contamination.

Manufacturer narrative:
The subject device was returned to olympus. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and one (1) cfu of a gram-positive bacteria (bacillus) was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel, the auxiliary water channel, the balloon channel, and the forceps elevator wire channel are also flushed. Enzymex l9 detergent is used for precleaning. Manual cleaning is not performed. The scopes are then cleaned in a (non-olympus) soluscope 4 automated endoscope reprocessor (aer), using soluscope sln detergent, and soluscope paa disinfectant. The scopes are stored in a dry300 storage cabinet (non-olympus). Olympus is the maintenance company. The scopes are not sterilized. The aer was reportedly microbiologically tested, but the test results were not provided to olympus. During inspection and testing, service found the light guide cover lens was chipped. The rubber adhesive was separated. The up/down angulation knob did not meet specifications. Service was not able to confirm the report that the air/water channel was clogged. Once the investigation has been completed, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The lm reviewed the users provided cleaning disinfecting and sterilization (cds) practices and noted the following deviation from the device instructions for use (IFU): - not brushing biopsy channel, suction channel, suction cylinder, or biopsy port at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the positive culture was caused by the user's deviation from the device IFU. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU instructions on brushing at manual cleaning in the chapter titled: "manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.